Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to fill multiple cartridges. Reportedly, the customer was unable to push down on the plunger to introduce insulin into the cartridge. The customer was able to successfully fill the cartridge by reinserting the syringe into a different section of the cartridge septum. There was no reported adverse impact to the customer's blood glucose level.